Event description:
It was reported that the patient was revised due to dislocation.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: the surgical notes do not provide any detail regarding condition of the implant or root cause of the disassociation. Photographs of the articular surface were provided; however, the photographs do not provide any detail for the anterior locking tab or the posterior heels. Some photographs have the implant out of focus and no information could be gleaned. From what can be seen, the undersurface of the component appears to be heavily worn around the undercut, and heavy damage was noted in the posterior area where poly has been displaced. It is unknown if this damage occurred after disassociation, or leading up to the event. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. The surgical technique states to engage the heels of the insert posteriorly, then snap down the component anteriorly utilizing the tibial insert impactor and mallet, and states that soft tissue must be cleared away to allow for easy insertion. With the information provided, a root cause cannot be determined. Evaluation codes: the device history records were reviewed, indicating the device was manufactured, inspected, and packaged to specifications.